Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: event 7 when I disconnect a syringe sometimes it spits back at me. I have always clamped after I disconnect. This has happened when drawing blood, giving pain meds, etc. I've had fentanyl, dilaudid, and blood spit back at me and my patients. It's going to cause an exposure. I'm using more gloves, blankets, alcohol wipes and having to clean blood or meds off of things.